Event description:
The patient reported on-going issues of their incision re-opening and not healing. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. There were no active signs of infection at the explant procedure and the patient is recovering.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, not irrigating the incision site with antibiotic solution before closure has been ruled out. However, the patient's dog licked their wound which may have contributed to the reported issue. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient's dog licked their wound (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.